Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited high out-of-range pacing impedances. Boston scientific technical services discussed possible causes. At this time, this ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited high out-of-range pacing impedances. Boston scientific technical services discussed possible causes. At this time, this ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported. Additional information was received that shock lead impedances (sli) measured 35-45 ohms and there were high amplitude measurements on this non-boston scientific right ventricular (rv) lead. At this time this ICD and non- boston scientific rv lead remains in service. No adverse patient effects were reported.